Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain and spinal pain. It was reported that the patient reported jolting at times and no stimulation. The patient reported that this happened with movement. Impedances were found to be greater than 10 ,000 on 2-4 and 6-7. The patient reported an increase in pain and they have had to shut the stimulation off at time. The patient is unsure when it happened but seemed to become more frequent over the last few weeks. The patient was reprogrammed to avoid those contacts and regained good coverage.